Event description:
The pt called lifescan and alleged that their meter was prompting an error 4 message when attempting to test. Medical affairs spoke to the pt and obtained/verified the following information. The pt was unable to test for approximately one week. The pt remarked that pt had purchased the meter one month ago. The pt takes insulin twice a day in the morning and evening. Their insulin is not based on their meter results, so pt continued to take their insulin as usual. The pt began feeling sweaty so pt visited their physician. The blood glucose result on the physician's meter was 47 mg/dl. The pt given something to drink. The physician retested the pt and the result was 119 mg/dl. The error 4 message was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. There is also evidence of the meter contributing to a serious injury. The pt was experiencing low blood glucose symptoms and was unable to test. Pt visited their physician, who confirmed that the pt was hypoglycemic. Although the pt does not base insulin dose on the meter results, pt may have been able to prevent hypoglycemia if pt know their blood glucose level. A replacement meter has been sent to the pt.

Event description:
The pt called lifescan and alleged that their meter was prompting an error 4 message when attempting to test. Medical affairs spoke to the pt and obtained/verified the following information. The pt was unable to test for approximately one week. The pt remarked that they had purchased the meter one month ago. The pt takes insulin twice a day in the morning and evening. Their insulin is not based on their meter results, so they continued to take their insulin as usual. The pt began feeling sweaty so they visited their physician. The blood glucose result on the physician's meter was 47 mg/dl. The pt was given something to drink. The physician retested the pt and the result was 119 mg/dl. The error 4 message was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. There is also evidence of the meter contributing to a serious injury. The pt was experiencing low blood glucose symptoms and was unable to test. They visited their physician, who confirmed that the pt was hypoglycemic. Although the pt does not base insulin dose on the meter results, they may have been able to prevent hypoglycemia if they know their blood glucose level. A replacement meter has been sent to the pt.